Event description:
It was reported that the customer was hospitalized with blood glucose levels of 480mg/dl. The customer was treated with manual injection. It was also reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 274mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display with constant tone alarm were noted, problem was isolated to mother board. Functional testing was not performed due to blank display. Keypad anomaly was not confirmed due to blank display. However corroded keypad traces noted during visual inspection. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, and cracked case near display window corners noted during visual inspection.